Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields; d4, e1.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. Replaced the helium regulator, performed a leakage check of the helium circuit and it passed (15psi @ 5min). All electrical and functional checks passed as per manufacture specifications. The unit was released for clinical use. (B)(6).

Event description:
It was reported that during training in the cardiosave intra-aortic balloon pump (iabp) for the helium bottle replacement demonstration, a major gas leak occurred when opening the helium bottle. There was no patient involvement, and no adverse event reported.